Event description:
It was reported that during the implant procedure, the insulation layer of the lead was damaged by the physician when fixing the lead. The lead was removed. Another lead was used. No patient complications have been reported as a result of this event.